Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm vessel sealer extend (vse) instrument for failure analysis investigation. The instrument was analyzed and it passed electrical continuity. The instrument was placed and driven on an in-house system the instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the cut and seal test on 3 of 3 attempts. The instrument passed the grip force test. The instrument was fully functional. No sealing errors found in logs. No product issue was identified. Additional observation(s) not reported by site: the instrument was placed on the in-house system and passed homing during initialization. Review of the logs revealed error 22026 fond "vessel sealer extended failed during homing on usm4 (tool ID: vessel sealer extended).".

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported the vessel sealer extend (vse) was not functioning properly. The vse would grasp tissue but would not seal. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the vessel sealer extend (vse) instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.